Event description:
During a surgical procedure in which the device was being used, the surgeon severed a nerve. It was reported that the nerve monitor was not providing stimulation and was not capturing nerve activation.